Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right atrial (ra) undersensing. Upon review, ra undersensing was observed on the presenting egm and stored episodes. Additionally, right ventricular auto-threshold (rvat) tests were unsuccessful due to low r-waves, however there was no evidence of right ventricular (rv) non-capture. It was noted that the patient was in chronic atrial fibrillation (af) and reported feeling a shocking sensation, however this pacemaker is not designed to provide tachy therapy. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.